Event description:
The distributor reported a field service engineer suffered a injury on (B)(6) 2022 while he was working on the storage and retrieval module. He hurt his left shoulder while he was removing and lifting the srm side cover to gain access to the shelves. The doctor ordered rehab from on (B)(6) 2022 to on (B)(6) 2022. The fse discontinued rehab on (B)(6) 2022 and performed a MRI on (B)(6) 2022. The evaluation shows a complete tear off of tendons and large rotator cuff tear. The fse is evaluating possible treatment options suggested by his doctor.

Manufacturer narrative:
The fse was working on the storage and retrieval module (srm) to perform a shelf adjustment. It was not communicated which procedure among the ones reported in the service manual he was following. Reviewing the service manual provided by inpeco the procedures which require the removal and the lift of the srm side cover include the warning: "at least one person on each side of each panel is required to lift up the panels. Use of protection gloves during this operation is mandatory." The fse reported that he performed the operation alone. The service manual has been evaluated complete and correct. No further details about the fse injury and the medical treatment were provided from the field.